Event description:
This device was part of a legal action and the pt passed away. Guidant has no specific information as to the device involvemnt in this pt's death.

Event description:
This device was part of a legal action and the pt passed away. Guidant has no specific information as to the device involvemnt in this pt's death.

Manufacturer narrative:
Not returned. Event conclusion the device was explanted and is being held by an attorney. Guidant's reliability assurance laboratory technicians were allowed to perform non-destructive analysis on the device. The device was presented to the technicians with the leads still attached to the device. Visual inspection noted arcing between the df- wire and the backfill tube. The device could not be interrogated with either a programmer or a tran telephonic monitor. On june 17,2005, guidant issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. If additional information is received or the device is returned for detailed analysis an updated report will be filed.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted subsequent to the patient's death and an attorney is representing the patient's family. The device was noted to emit beep tones for some time after. Attempts to interrogate the device sometime after the patient's death were unsuccessful.

Manufacturer narrative:
Other: ventak prizm 2 dr. The device was explanted and is being held by an attorney. Guidant's reliability assurance laboratory technicians were allowed to perform non-destructive analysis on the device. The device was presented to the technicians with the leads still attached to the device. Visual inspection noted arcing between the df- wire and the backfill tube. The device could not be interrogated with either a programmer or a tran telephonic monitor. On june 17,2005, guidant issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april 2002 and is included in this population. If additional information is received or the device is returned for detailed analysis an updated report will be filed. Correction: the MDR type, although generated and filed as a paper medwatch, was mislabeled as a malfunction. Corrected MDR type to death. Device previously on legal hold, analysis now proceeding following lawsuit resolution. Additional analysis testing was performed where x-ray analysis of the device header showed deformation in the df negative feed through wire along with residual debris surrounding the wire consistent with arcing between the df negative terminal feed through and the device backfill tube further confirming the previously noted non-destructive analysis results.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted subsequent to the patient's death and an attorney is representing the patient's family. The device was noted to emit beep tones for some time after. Attempts to interrogate the device some time after the patient's death were unsuccessful. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device. Five years after the initial allegation, the device has been released from legal hold.